Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned articular surface exhibited damage to the dovetail feature and was flared out. The insertion notch also exhibited damage and gouges. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona natural cemented stemmed tibial component right size f, catalog #: 42532007502, lot #: 64160351. Report source - foreign: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the articular surface could not be seated in the tibial tray. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction. Attempts have been made, and no further information has been provided.